Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first 2.0 x 12 mm nc trek dilatation catheter is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.0 x 12 nc trek rx balloon dilatation catheter (bdc) was advanced onto a non-abbott guide wire and to a moderately calcified lesion in the distal left anterior descending coronary artery without resistance felt. During inflation, using an unspecified inflation device, the balloon ruptured at 4 atmospheres (atm). The nc trek rx bdc was withdrawn from the anatomy without resistance, and a new 2.0 x 12 nc trek rx bdc was advanced to the same lesion without resistance, but also ruptured during inflation, at 6 atm, when inflated using an unspecified inflation device. The second nc trek rx bdc was withdrawn from the anatomy without resistance, and a non-abbott bdc was used to complete dilatation of the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.